Event description:
I started to feel strange and light headed. I noticed that my instinct sensor was telling me that my blood sugar had not gone above 180 for the past 3 days or so. And when I checked my blood sugar with a regular glucose monitor the reading was 207. But at the same time my instinct continuous glucose monitor sensor was saying it was only 141. And because the instinct sensor is supposed to work with the 780g insulin pump to deliver insulin, it was not delivering any insulin to me even though my blood sugar was high because of this false reading. I also have noticed that I have started losing weight again and that my hair is falling out just like when I first found out I was a type 1 diabetic. I suspect that the sensors have been off by this much for the entire time I have been using them and this is causing negative side affects on my health because of constant high blood sugar levels.